Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial valuation of the customer's device was unable to verify or duplicate the reported issue. The third-party service agent provided physio-control with the electronic patient record from the event. Upon review of the electronic patient record, physio-control observed that the device indicated abnormal shock when attempted to provide defibrillation shock to a patient. A clinical review of the file was performed by physio-control; however there was insufficient information within the file to determine whether or not the device use contributed to the patient¿s outcome. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not provide defibrillation shock during patient use. The customer advised that a backup device was obtained and used to continue patient care, however, the delay in care while obtaining the backup device was not reported. The patient did not survive the reported event.

Manufacturer narrative:
Proper device operation was observed through functional and performance testing and the customer's device was subsequently returned for use. Stryker customer quality engineer further evaluated the downloaded electronic patient record and determined that the likely cause of the reported issue was user initiating open air discharges, which occurs when the user attempts to deliver therapy via hard paddles prior to establishing sufficient contact between the hard paddles and patient. This caused the device to display "abnormal energy delivered" messages and an impedance level >300 ohms.

Event description:
The customer contacted physio-control to report that their device would not provide defibrillation shock during patient use. The customer advised that a backup device was obtained and used to continue patient care, however, the delay in care while obtaining the backup device was not reported. The patient did not survive the reported event.